Manufacturer narrative:
Age or date of birth,weight, ethnicity: unknown, not provided. Lot number is unknown as it was not provided. A complete unique identifier (UDI) number unknown as product lot number was not provided. Expiration date is unknown as lot number was not provided. (B)(6). Manufacturer date is unknown as lot number was not provided. Device evaluation: the patient interface (pi) was not returning for evaluation as not available ; therefore, a failure analysis of the complaint device cannot be completed. The identifiers are unknown and not available, the complaint issue reported could not be verified. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported a suction loss during laser firing. No patient injury reported. Product was not available for evaluation. No further information available.